Event description:
It was reported that a pt's diagnostics were showing high impedance at follow-up visit. The physician's assistant indicated that the pt had a couple of falls recently, which could have caused trauma that may have lead to a disconnection within the device. The device was disabled and the pt was referred to a surgeon for consult and x-rays. No decision has been made at this time for surgery. Good faith attempts to obtain additional info have been unsuccessful to date. The cause for the high impedance is likely related to the pt's recent fall, but since there is no enough info at this time no conclusion can be drawn.